Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. There was no damage reported to the battery compartment or battery cap; the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. There was moisture corrosion observed in the battery canister. The returned battery cap was not damaged and was able to fit securely to the pump. A leak test was performed and confirmed a battery compartment leak. During testing, the pump was not able to power on; the pump was unresponsive due moisture corrosion. The pump cover was removed and no further evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.